Event description:
It was reported that a (B)(6) year old female pt received 2 long neurological studies (cerebral procedures) within 1 week. The pt reported that she was experiencing hair loss. The hospital did not have copies of the report files. The fluoro skin dose rate on the system was checked by local siemens service, and was within specifications. There was no apparent system malfunction identified.

Manufacturer narrative:
(B)(6).